Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was implanted in (B)(6) 2017 due to hydrocephalus secondary to intracranial hemorrhage. In (B)(6), the patient was admitted, and it was found that the device was blocked with an intracranial clot. The device was replaced the following month and the patient recovered well.